Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the male patient had a bilateral replacement on (B)(6) 2014. Approximately 8 years and 9 months after the initial surgery the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report rec'd 26 apr 2023 postoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint. Significant effusion and synovitis. No purulence. There was delamination of the polyethylene but no evidence of prosthesis loosening. Polyethylene was removed. A sterile compressive dressing was applied. Patient tolerated the procedure well and was transferred to the recovery room in stable condition. Findings: polyethylene wear, synovitis, effusion and stability

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.